Event description:
The patient reported a red, open incision pocket, and possible visibility of the electrode coil. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2024. The patient is doing well, and the site is healing.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts, using inappropriate tools, and not using antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient picking or touching the wound, inadequate fixation, severe force applied to the implant, and excessive bending, twisting, or stretching have been rule out as potential causes. The neurostimulator was not visible pre-explant and was confirmed to be deep, covered with tissue, and still secured to fascia. Additionally, a superficial skin infection was confirmed as there was no drainage or pus from the wound during the explant. However, the patient has diabetes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.